Event description:
It was initially reported on (B)(6) 2014, the patient had a loss of therapeutic effect. The patient states symptom return started in the last month. The patient states there have been no traumas or falls recently. The patient states she was not feeling stimulation so she increased stimulation on program 2 to 2.6 "or something like that". The patient states at implant she was at 1.9 on program 2. The patient states she was on program 3 at 3.1 now. The patient states she changed from program 2 about 3 days ago. The patient states stimulation was being felt near the rectal area. The patient states she was still having incontinence symptoms. The patient reports stimulation in the wrong location. The patient states stimulation was being felt near the rectal area. The patient states she was still having incontinence symptoms. The patient statesat program 4 on 1.2 the patient was feeling in the "crack of her butt". The patient states at program 1 she was feeling stimulation in the "crack of her butt". The patient states at program 2 on 2.5 and feeling stimulation in the "crack of her butt". The patient states at program 3 on 3.1 she was feeling stimulation near the rectal area. Additional information received on (B)(6) 2014 reports the patient states she was looking for a representative that was closer to her. The patient reports a loss of therapeutic effect. The patient states she called the day before reported event date and agent helped her check her programs. The patient states dissatisfaction with their field representative's service. The patient states the representative didn't look at the device and told her everything was working fine. The patient was very upset. The patient reported their therapy was not working as expected. The patient indicated they would like to meet with a representative that was closer for a device check and/or programming. It was later reported on (B)(6) 2014 that two weeks ago today the patient's hcp (health care provider) had referred her to see her manufacturer's representative in the hcp office, but weather was very bad, so the patient wasn't able to drive up to hcp office for the appointment. The patient then requested that the manufacturer's representative get in touch with the patient via phone to discuss issues. The patient still had not heard back from the representative. The patient had been having problems with her interstim for about a month now. It was noted that the representative was notified of patient issues two weeks ago today. It was noted that this was the second time that she had had to go through this with the representative. The last time this happened the patient called patient services for assistance with getting in touch with the representative because he doesn't return the patient requests. The patient later reported on (B)(6) 2015 stimulation in the wrong location, felt above the rectal area. The patient had lead revision on (B)(6) 2015 for this issue. Event date was noted as (B)(6) 2014. The patient also reported not being able to adjust stimulation. The patient reviewed icons before trying to increase and only had two rows of information: top row she sees the lightning bolt and setting is at 0.0v . It was reviewed that upper limit was reached. Regarding can't adjust stimulation, the event date was noted as since revision on (B)(6) 2015. The patient was redirected to hcp (healthcare provider) to schedule programming session to correct the current situation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0c139, implanted: (B)(6) 2014, product type: lead. (B)(4).